Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for call was rep stated they were with the patient yesterday for a reprogramming session. Representative stated when they interrogated the connections, the patient had impedances on some of the programs. Representative said they weren't surprised because the electrodes are tightly packed in the cervical area, but the patient wasn't getting good relief so they adjusted the target electrodes to different electrodes that were not impeded and turned on the stimulation and the patient felt it. Rep stated they met with the patient because they understood they hadn't been getting good therapy for awhile. Then today, the patient's husband called and said the patient had a bad headache and they saw that therapy had been turned off. Patient's husband stated this had happened before they had the system re-programmed, and the rep is wondering if the impedances would cause the system to shut off. Tss reviewed possible causes. Tss reviewed possible causes. Technical services (tss) sent email to rep to obtain the physician's name and provide the case number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that high impedances were shown on 2 leads. Patient reported that she was not able to increase stimulation. Interrogation showed that previous programs included imped ed electrodes. Program was changed to include un-impeded electrodes. Problem has since been resolved. Patient reported that therapy had shut off, but it is likely that it was accidently shut off, or battery depleted to point of therapy shut off. No further issues have been reported since reprogram session. No action at this time. Patient will decide with her dr. Best course of action when battery needs replacement, at eri date. Impedances unresolved. Programming issues currently resolved. Patient happy with current stimulation settings.